Event description:
It was reported that the battery voltage measurement was less on the remote monitor than on the programmer. The alert tones from the device could not be heard. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.